Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that surgical intervention is pending for patient's ipg for an unknown reason.

Manufacturer narrative:
A patient¿s ipg reached end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the ipg reached eol. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-02348. Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced, addressing the issue. During the procedure, it was observed that one lead migrated (related manufacturer reference number: 1627487-2023-02348). As a result, the lead was explanted and replaced, addressing the issue.